Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, h1 - additional information was received and it was reported that the event is not related to the device. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
Product complaint # =(B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What is the lot number of the involved product? 2. Please clarify, which component presented the packaging issue (pre-filled syringe packaging or dual applicator packaging)? 3. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on 06/12/2024 and a fibrin sealant preparation device was used. The actual sterile part of the packaging had a big piece of it cracked on the side and it was hanging out of the box with the plastic chipped off. No patient involvement. Additional information was requested